Event description:
On (B)(6) 2011, pt reported his blood glucose had been elevated to the 168-222 mg/dl range, and his normal blood glucose is 70-140 mg/dl. On (B)(6) 2011, his blood glucose was elevated and he was careful when providing treatment to avoid hypoglycemia. His blood glucose was 102 mg/dl, and he disconnected from his infusion device to shower. When he reconnected to his infusion device, he started sweating and his blood glucose was 42 mg/dl. His wife administered a glucagon injection, and this raised his blood glucose to 50 mg/dl. Pt disconnected from the infusion device, and his wife administered another glucagon injection. Pt reported he would have been able to deliver the injection if he had to, but his wife assisted. He then began to throw up at 10:30 pm, and this continued until 5 am the next day. Pt was taken to the emergency room. His blood glucose was approx 200 mg/dl, and he was on the infusion device at this time. He was given fluids and reglin to treat nausea, and he was kept at the hospital for 3 hours. Pt had a "lazy stomach" the following 3 days and did not feel well. He is not sure if he rec'd treatment for hyperglycemia while at the hospital. Pt believes he had an intestinal bug or the flu. The infusion device was replaced and requested for evaluation.